Manufacturer narrative:
H.6. Investigation summary: retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or poor barrier separation were observed. 100 retention samples were visually inspected with no issues being identified. Complaints for sample quality were not under statistical control for the month of october 2023, additional testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (clotting and poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for clotting and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, the sample clotted and did not separate correctly. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer states sample is clotting after collection and plasma is not separating.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the sample clotted and did not separate correctly. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer states sample is clotting after collection and plasma is not separating.